Event description:
Event description guidant received information that this ventricular lead, model 4087, was explanted due to dislodgement that was discovered through loss of capture. A replacement lead, model 4088, was attempted, however, poor lead measurements were obtained. Therefore, the lead was removed from the patient's body, along with the existing atrial lead. No adverse patient effects were reported.